Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 10 minutes: 140 mg/dl compared to a 2nd roche meter with 60 mg/dl. It is unknown if the same vial of test strips were used.